Event description:
It was reported that there was a thrombus. It was reported via social media that the patient had a closure device that leaked and let a bunch of small clots through at once and that they were in the hospital to receive heparin.